Event description:
It was reported that the ilet user experienced difficulty applying multiple infusion sets due to the adhesive sticking prematurely, resulting in repeated site pull-offs during setup, and subsequently received guided education to successfully place a new teflon infusion set (23 inch, 6 mm) and complete a full supply change with insulin delivery resumed. Symptoms included hyperglycemia with a peak of 242 mg/dl. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included troubleshooting and user education on site preparation and connection techniques. Investigation of this case revealed improper infusion set deployment attributable to user handling challenges, with the user noting tremors, and no device alert activity observed. It was concluded, based on previously established findings for similar reports, that user error during infusion set application was the most probable cause.